Manufacturer narrative:
A ge healthcare service representative performed a checkout and a review of the logs. The anesthesia control board was ordered for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient injury.